Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -15.5/3.0/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shoter length lens due to excessive vault. The problem was resolved. Reportedly. "Initial lens replaced with a smaller one and the vault is ideal now. Patient doing very well."

Manufacturer narrative:
Weight-ethnicity: unk. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5- " the patient also experienced significant reduction of iridocorneal angles." H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. Claim# (B)(4).